Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: is the video available? Doctor never sent video. What were the indications for surgery? Rectosigmoid anastomosis. Did the patient undergo a preoperative bowel prep? Not sure. What healthcare professional fired the device and what is his/her experience with the powered circular device? Resident¿s first time. Were there any issues in regard to device performance at all during the surgical procedure? No. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Mid range bar. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No. Was the green checkmark visible at the end of the firing? Yes. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? No. Was a leak test performed? If so, what was the result? Negative leak test. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No. What was the total estimated blood loss (ml)? N/a . Was a transfusion required? N/a. What is the current status of the patient? Patient per doctor is doing fine.

Event description:
It was reported that post op the evening of a lap sigmoidectomy, gi doc called, the patients bowel movements were bloody, they had to endoscopically clip the anastomosis. Unknown how much blood has been lost. The patient is being monitored.